Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in nozzle. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation and information provided, reprocessing was not conducted at the user facility, and then the device was sent to olympus. Subsequently, the foreign material remained within the device/nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.